Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter shaft fractured. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified mid left anterior descending (lad) artery. The physician attempted to advance a 2.5 x 20mm apex balloon catheter over an unknown guide wire when severe resistance was encountered and the shaft broke. The procedure was completed with a 2.5 x 15mm non bsc balloon catheter. No patient complications were reported and the patient status is okay.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter shaft fractured. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified mid left anterior descending (lad) artery. The physician attempted to advance a 2.5 x 20mm apex balloon catheter over an unknown guide wire when severe resistance was encountered and the shaft broke. The procedure was completed with a 2.5 x 15mm non bsc balloon catheter. No patient complications were reported and the patient status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break that occurred in the hypotube. The break was located at 23.2cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. It is noted that the break and kinks that were found, are all consistent with excessive force having been applied to the shaft. No issues were noted with the balloon and tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).